Manufacturer narrative:
G4: 27sep2020. B4: 29sep2020. H8: usage of device updated. This complaint was determined not reportable. The unit was a defect on arrival (defoa) and never was put on a patient and this instance was prior to therapeutic application and presents no direct patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12aug2020.

Event description:
The customer reported defect on arrival nav ring that will not function. The unit was not in use and there was no user or patient harm.